Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and approximately 2.5 years later a hysterosonogram showed one of her essure devices migrated. She was submitted to a surgical procedure, during which a complex ovarian cyst was found. Physician was unable to find the left coil in her fallopian tube. A few months later, she underwent a total hysterectomy with removal of left fallopian tube. Essure migration is listed according to the reference safety information for essure, while ovarian cyst is unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into the fallopian tube or to peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during insertion and can result in abdominopelvic pain and genital bleeding. In this particular case, although the exact mechanism of the reported essure migration is not known; given its nature, causality with essure cannot be excluded. Regarding the reported ovarian cyst, it can develop in females at any stage of life. Most of them, however, occur the hormonally active periods of development. Essure has mechanical, local action in fallopian tubes; no hormones are released from the insert. Considering this information and given ovarian cysts pathophysiology, causality with the suspect insert is considered very unlikely. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 06-may-2016 from a lawyer/ attorney in the united states, on behalf of a female plaintiff of unspecified age in united states. She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The physician of the plaintiff suggested that she consider undergoing the essure procedure after she gave birth to her son. After being implanted with essure, she began to suffer from hair loss, vision loss, rashes, severe bloating, severe abdominal and back pain, and pain during intercourse. Moreover, plaintiff was recently diagnosed as having clinical depression and was also suffering from fatigue and had lost most of her teeth since being implanted with the essure device. She had been forced to get a full set of dentures. She had suffered irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting. Additionally, she was regularly experiencing headaches, bloating and mood swings. When the plaintiff explained her symptoms to her doctors, they initially suspected her symptoms were brought about by menopause. However, as the symptoms worsened, her doctor told her to go for an examination to determine whether her symptoms were the result of a fibroid cyst. She went to the doctor's office on or about (B)(6) 2015, for a hysterosonogram in order to determine if the symptoms she was experiencing were caused by a fibroid cyst. However, during this hysterosonogram, it was discovered that one of her essure devices had migrated. On or about (B)(6) 2015, the plaintiff underwent a hysteroscopy, bilateral tubal ligation and right cystectomy as a result of the migration of the essure. During this procedure, her doctors determined that she had a complex ovarian cyst which had caused dysfunctional uterine bleeding. Although she was originally supposed to undergo a bilateral removal of the essure devices, during the procedure doctors were unable to remove the left coil as it could not be found in her fallopian tube. Subsequently, on or about (B)(6) 2015, she underwent a total hysterectomy. During this procedure, her uterus, cervix and left fallopian tube were all removed. Despite undergoing this total hysterectomy, her chronic pain had continued and as such, she was still consulting with doctors to determine her next medical treatment measures. Most recently, her doctor ordered a nuclear magnetic resonance to determine if any coil pieces remain in her body. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and approximately 2.5 years later a hysterosonogram showed one of her essure devices migrated. She was submitted to a surgical procedure, during which a complex ovarian cyst was found. Physician was unable to find the left coil in her fallopian tube. A few months later, she underwent a total hysterectomy with removal of left fallopian tube. Essure migration is listed according to the reference safety information for essure, while ovarian cyst is unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into the fallopian tube or to peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during insertion and can result in abdominopelvic pain and genital bleeding. In this particular case, although the exact mechanism of the reported essure migration is not known; given its nature, causality with essure cannot be excluded. Regarding the reported ovarian cyst, it can develop in females at any stage of life. Most of them, however, occur the hormonally active periods of development. Essure has mechanical, local action in fallopian tubes; no hormones are released from the insert. Considering this information and given ovarian cysts pathophysiology, causality with the suspect insert is considered very unlikely. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('one of her essure devices had migrated to left fallopian tube / migration of essure device- uterus/advised that left coil could not be found: it was somewhere in uterus'), menometrorrhagia ('irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting'), ovarian cyst ('complex ovarian cyst') and inflammatory bowel disease ('inflammatory bowel disease') in a 41-year-old female patient who had essure (batch no: log4362) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (on (B)(6) 1995 and on (B)(6) 2013), abdominal pain, change in bowel habits, bloating, weight gain, nausea, heartburn, back pain, vaginal bleeding, spontaneous abortion (at 10 weeks), pancolitis, irritable bowel syndrome, crohn's, fatigue, vaginal delivery, vaginal odor, herpes simplex, infection, pregnancy with advanced maternal age, carotid artery disease, upper respiratory infection, snore and uterine dilation and curettage. She does not have a history of abnormal pap smears. She denies any abdominal or pelvic pain, she denies any abnormal vaginal discharge. She has no menopausal symptoms. Concurrent conditions included overweight, amenorrhea, smoker, menses irregular and anesthesia. Family history included heart disease, unspecified (maternal grandmother and aunt), diabetes (paternal grandfather), lung cancer (paternal grand mother , paternal grand father), hepatic cancer (paternal grand mother), premature ovarian failure (mother and grandmother), osteoarthritis (mother), thyroid disorder (daughter) and breast cancer (maternal grandmother,maternal aunt). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), ibuprofen, pregabalin (lyrica), tramadol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rash ("rashes"), headache ("headaches"), photosensitivity reaction ("hypersensitivity reaction to sun"), fibromyalgia ("fibromyalgia") and rash vesicular ("blister rashes"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), back pain ("severe back pain"), food allergy ("hypersensitivity reaction to food"), migraine ("migraines / migraines/headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and blister ("blisters") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("menstrual pain"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced vision blurred ("vision blurred/declining vision"). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) with dysfunctional uterine bleeding, inflammatory bowel disease (seriousness criterion medically significant), visual impairment ("vision loss / vision declining"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain"), tooth loss ("lost most of her teeth"), mood swings ("mood swings"), pelvic pain ("chronic pain / pain"), complication of device removal ("during removal procedure doctors were unable to remove the left essure coil"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and colitis ("colitis"). The patient was treated with removal of teeth and fitted with dentures- full top plates and partial bottom and surgery (hysterectomy, bilateral salpingectomy and oophorectomy and underwent ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, inflammatory bowel disease, alopecia, visual impairment, rash, abdominal distension, abdominal pain, back pain, dyspareunia, depression, tooth loss, headache, mood swings, complication of device removal, photosensitivity reaction, food allergy, cystitis, urinary tract infection, anxiety, fibromyalgia, endometriosis, migraine, rash vesicular, nausea, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, vision blurred, colitis and blister outcome was unknown, the device expulsion, menometrorrhagia, ovarian cyst, vaginal haemorrhage, menorrhagia, weight increased and dysmenorrhoea had resolved and the fatigue and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, blister, colitis, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, food allergy, headache, inflammatory bowel disease, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, photosensitivity reaction, rash, rash vesicular, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Essure removal date also reported as on (B)(6) 2015. On (B)(6) 2015, unilateral salpingo-oopherectomy: right tube and ovary and left paratubal cyst. On (B)(6) 2015, hysterectomy with unilateral salpingectomy: left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2015: results: hysterosonogram: one of her essure devices had mig. Magnetic resonance imaging: on an unknown date: results: noting left ovary with follicles. Ultrasound uterus: on (B)(6) 2015: results: one of her essure devices had migrated. On (B)(6) 2009: scope of colon with biopsy: diagnostic code: constipation, change in bowel pattern, benign neoplasm of colon and internal hemorrhoids without complication on (B)(6) 2013 : CT head with and without contrast: impression: palpable area corresponds to a few subcentimeter lymph nodes not enlarged by CT size criteria. On (B)(6) 2013 : CT- neck : impression: 1.5 mm soft tissue nodule behind the left ear question lymph node versus sebaceous cyst . No pathologic adenopathy within the neck. Sub-centimeter lymph nodes in the region of the palpable abnormality in the right occipital scalp. On (B)(6) 2014: mammo screening bil digital w cad : breast composition: heterogeneously dense. On (B)(6) 2014 : mammo diagnostic lt digital : impression: probably benign asymmetry in the superior breast and collocated cyst. On (B)(6) 2014 : us breast lt : impression: 1 there appears to be a corresponding band of echogenic fibroglandular tissue in the superior posterior depth breast which corresponds to the mammographic asymmetry 2. There is additionally a complicated cyst, 7 cm from the nipple. On (B)(6) 2015 : mammo diagnostic lt digital w cad : impression: stable probably benign findings for which a bilateral mammogram and left breast ultrasound is recommended. Bi rads. Category: 3 probably benign finding. On (B)(6) 2015: us breast l t limited: impression: small complicated cysts within the left breast at 1200 and 100 positions not significantly changed. On (B)(6) 2015 : surgical pathology report : diagnosis: endometrium, curettage: secretory phase, endometrium late, no evidence of hyperplasia or malignancy, early menstrual breakdown. 2) ovary and fallopian tube, right, salpingo- oophorectomy: benign para tubal cyst -benign mucinous cistadenofibroma no evidence of malignancy. 3) uterus, removal: foreign body (gross only). 4) pelvis, right ovarian fossa, excision: fibrous tissue with a small focus suggestive of endometriosis. No evidence of malignancy. 5 pelvis, left excision: fallopian tube with benign para tubal cysts, no evidence of malignancy gross description: received in five parts. 1) received fresh, labeled endometrial curettinqs, is a 1.0 cc aggregate of red brown soft tissue. The specimen is submitted entirely in one cassette. 2) received fresh, labeled right tube and ovary, is a 1.3 gram adnexal unit. The fallopian tube is 8.5 cm in length x 0.5 cm in diameter red¿purple smooth glistening and fimbriated. Serially sectioning reveals unremarkable cut surface. The right ovary 3.8 x 3.5 x 2.5 cm. It is tan and smooth. Sectioning reveals tan muticystic cut surfaces filled with tan mucoid material. The largest cyst measures up to 0.9 cm in greatest dimension. Representative sections fire submitted as follows: a fallopian tube and fimbria, b through e- representative ovary. 3) received fresh, labeled essure, are two gray blue metallic surgical hardware ranging from 3.2 to 8.2 cm in greatest dimension. A scant amount of soft tissues attached. No sections are taken. 4) received in clear watery fluid, labeled right ovarian fossa endometriotic implant, are two tan soft tissue fragments 0.4 and 0.7 cm n greatest dimension. The specimen is submitted entirely in one cassette. 5 received fresh, labeled left paratubal cyst, is 2.5 cm in length x 1.0 cm in diameter what appears to be a portion of fallopian tube with possible fimbria. The fragment is trisected. No definitive cyctic structures are identified. The specimen is submitted entirely in one cassette. On (B)(6) 2015 : CT abdomen and pelvis: impression: postsurgical changes with tiny hyperdense focus in the endometrium, possibly minor hemorrhage, and a dominant 18 mm left ovarian follicle. Small amount of free fluid in the pelvis, nonspecific. On (B)(6) 2015: MRI pelvis: impression: signal void in the anterior aspect of the mid uterus/utenne fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. On (B)(6) 2015 : MRI thigh : impression: unremarkable magnetic resonance imaging of the proximal two thirds of the left thigh. On (B)(6) 2015: MRI: impression: signal void in the anterior aspect of the mid uterus/uterine fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. Otherwise, no abnormality is identified to explain patients symptoms. On (B)(6) 2015: surgical pathology report: gross description: labeled cervix , left tube s received fresh and consists of a 72 gram 7.2 5.3 x 4.2 cm uterus. Attached to the left cornu 0.8 cm in length x 0.3 cm in diameter segment of nonfimbriated fallopian tube. Sectioning reveals an unremarkable lumen. Attached to the tight cornu is a 0.4 cm in length x ll4 cm in diameter segment of right fallopian tube. Sectioning of this right segment reveals a 0.2 cm in length x less than 0.1 cm in diameter cylindrical fragment of white metal. The cervix measures 3.2 x 3.7 x 2.5cm, the ectocervix is tan-pink to pink-red smooth to wrinkled and dull and surrounds a 1.4 an in diameter slit like external os. Opening the specimen reveals a tan pink to pink red rnultifocally hyperemic focally wrinkled endocervical canal. Sectioning of the cervical strom reveals pale tan pink focally hypereraic. The endometrial cavity is lined by a tan pink to pink red focally shaggy diffusely hyperemic endometrium measuring up to 0.1 cm in maximum thickness. Sectioning of the anterior superior myometrium reveals an angulated fragment of coiled metal wire measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. This fragment of wire is embedded within the myometrium and not removable. The remaining myometrium is pale tan pink minimally trabecular, and measures up to 2.2cm in maximum thickness. The posterior myometrium demonstrates a few tan white to pale tan pink rubbery bulging ill defined nodules measuring up to 0.5 cm in greatest dimension. Also received in the container is a 2.5 cm in length x 0.3 an in diameter tan¿yellow to pink red to red purple cylindrical rubbery fragment of tissue. Serial sectioning reveals a pinpoint lumen. A gross intranperative consultation is performed. Gross photographs are taken. Representative sections are submitted as follows: a- base of left fallopian tube, b- base of right fallopian tube, c and d¿ cervix, e and f anterior corpus, g and h¿ posterior corpus, iposterior- mural nodule, j- additional cylindrical fragment in container. 2) labeled left lower quadrant scar is received in formalin and consists of a 1.2 z 0.6 z 0.3 cm tan¿ gray to tan¿pink to pale pink purple multifocally wrinkled glisteninq multifocally shaggy fragment of tissue. The specimen is longitudinally bisected and submitted entirely in as a single cassette. Diagnosis I) uterus and fallopian tube, hysterectomy with left salpingectomy: - benign uterine cervix with multiple small nabothian cysts and lobular endocervical glandular hyperplasia accompanied by chronic endocervicitis -benign endometrium with features of current menses small intramural leimyoma. Displaced intramural tubal occlusive device (essure) - portion of proximal left fallopian tube without diagnostic abnormality -- portion of right fallopian tube with fibrosis and harboring a displaced portion of a metallic tubal occlusion device soft tissue, designated left lower quadrant scar, excision: on (B)(6) 2016: MRI of the pelvis performed without and with IV gadolinium administration : impression: status post hysterectomy and right oophorectomy. Single tiny probable recently ruptured follicle on the left ovary. No residual complex left ovarian lesions are otherwise identified as was seen on the pelvic sonogram from on (B)(6) 2016. No acute abnormalities on (B)(6) 2016: MRI lumbar spine wo/w contrast: impression: intradural spinal mass at the l1-l2 level, with mass effect on the cauda equina nerve roots on (B)(6) 2016: emg nerve conduction study: impression: there is evidence of very mild bilateral carpel tunnel syndrome slightly worse than left. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Malfunction was ticked in product and event tab. New event blister was added. Onset date of the event back pain, weight gain, hair loss, dental problems, menstrual pain, vaginal bleeding, menorrhagia, dyspareunia, hypersensitivity reaction to food, bladder infection, urinary tract infection, vaginal discharge, vision blurred/declining vision and migraines/headaches were added. Legacy device report num. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('one of her essure devices had migrated to left fallopian tube / migration of essure device- uterus/advised that left coil could not be found: it was somewhere in uterus') and menometrorrhagia ('irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting') in a 41-year-old female patient who had essure (batch no. Log4362-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6)1995 and (B)(6)2013)), abdominal pain, change in bowel habits, bloating, weight gain, nausea, heartburn, back pain, vaginal bleeding, spontaneous abortion (at 10 weeks), pancolitis, irritable bowel syndrome, crohn's, fatigue, vaginal delivery, vaginal odor, herpes simplex, infection, pregnancy with advanced maternal age, carotid artery disease, upper respiratory infection, snore and uterine dilation and curettage. She does not have a history of abnormal pap smears. She denies any abdominal or pelvic pain, she denies any abnormal vaginal discharge. She has no menopausal symptoms. Concurrent conditions included overweight, amenorrhea, smoker, menses irregular and anesthesia. Family history included heart disease, unspecified (maternal grandmother and aunt), diabetes (paternal grandfather), lung cancer (paternal grand mother , paternal grand father), hepatic cancer (paternal grand mother), premature ovarian failure (mother and grandmother), osteoarthritis (mother), thyroid disorder (daughter) and breast cancer (maternal grandmother,maternal aunt). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), ibuprofen, pregabalin (lyrica), tramadol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced rash ("rashes"), headache ("headaches"), photosensitivity reaction ("hypersensitivity reaction to sun"), fibromyalgia ("fibromyalgia") and rash vesicular ("blister rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), back pain ("severe back pain"), food allergy ("hypersensitivity reaction to food"), migraine ("migraines / migraines/headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and blister ("blisters") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("menstrual pain"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced vision blurred ("vision blurred/declining vision"). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("complex ovarian cyst") with dysfunctional uterine bleeding, inflammatory bowel disease ("inflammatory bowel disease"), visual impairment ("vision loss / vision declining"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain"), tooth loss ("lost most of her teeth"), mood swings ("mood swings"), pelvic pain ("chronic pain / pain"), complication of device removal ("during removal procedure doctors were unable to remove the left essure coil"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and colitis ("colitis"). The patient was treated with removal of teeth and fitted with dentures- full top plates and partial bottom and surgery (hysterectomy, bilateral salpingectomy and oophorectomy and underwent ablation (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, inflammatory bowel disease, alopecia, visual impairment, rash, abdominal distension, abdominal pain, back pain, dyspareunia, depression, tooth loss, headache, mood swings, complication of device removal, photosensitivity reaction, food allergy, cystitis, urinary tract infection, anxiety, fibromyalgia, endometriosis, migraine, rash vesicular, nausea, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, vision blurred, colitis and blister outcome was unknown, the device expulsion, menometrorrhagia, ovarian cyst, vaginal haemorrhage, menorrhagia, weight increased and dysmenorrhoea had resolved and the fatigue and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, blister, colitis, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, food allergy, headache, inflammatory bowel disease, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, photosensitivity reaction, rash, rash vesicular, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Essure removal date also reported as (B)(6)2015. (B)(6)2015 ¿ unilateral salpingo-oophorectomy ¿ right tube and ovary and left paratubal cyst. (B)(6)2015 ¿ hysterectomy with unilateral salpingectomy - left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion; on (B)(6)2015: results: hysterosonogram: one of her essure devices had mig. Magnetic resonance imaging - on an unknown date: results: noting left ovary with follicles. Ultrasound uterus - on (B)(6)2015: results: one of her essure devices had migrated. On (B)(6)2009: scope of colon with biopsy : diagnostic code: constipation, change in bowel pattern, benign neoplasm of colon and internal hemorrhoids without complication. On (B)(6)2013 : CT head with and without contrast : impression: palpable area corresponds to a few subcentimeter lymph nodes not enlarged by CT size criteria. On (B)(6)2013 : CT- neck : impression: 1.5 mm soft tissue nodule behind the left ear question lymph node versus sebaceous cyst . No pathologic adenopathy within the neck. Sub-centimeter lymph nodes in the region of the palpable abnormality in the right occipital scalp. On (B)(6)2014: mammo screening bil digital w cad : breast composition: heterogeneously dense on (B)(6)2014 : mammo diagnostic lt digital : impression: probably benign asymmetry in the superior breast and collocated cyst. On (B)(6)2014 : us breast lt : impression: there appears to be a corresponding band of echogenic fibroglandular tissue in the superior posterior depth breast which corresponds to the mammographic asymmetry, there is additionally a complicated cyst, 7 cm from the nipple on (B)(6)2015 : mammo diagnostic lt digital w cad : impression: stable probably benign findings for which a bilateral mammogram and left breast ultrasound is recommended. Bi rads category: probably benign finding. On (B)(6)2015 : us breast l t limited: impression: small complicated cysts within the left breast at 1200 and 100 positions not significantly changed. On (B)(6)2015 : surgical pathology report : diagnosis: endometrium, curettage: secretory phase, endometrium late - no evidence of hyperplasia or malignancy -early menstrual breakdown. Ovary and fallopian tube, right, salpingo- oophorectomy: - benign para tubal cyst -benign mucinous cystadenofibroma no evidence of malignancy, uterus, removal: -foreign body (gross only), pelvis, right ovarian fossa, excision: fibrous tissue with a small focus suggestive of endometriosis. No evidence of malignancy. Pelvis ¿ left excision: fallopian tube with benign para tubal cysts - no evidence of malignancy. Gross description: received in five parts: received fresh, labeled endometrial curettings, is 1.0 cc aggregate of red brown soft tissue. The specimen is submitted entirely in one cassette. Received fresh, labeled right tube and ovary, is a 1.3 gram adnexal unit. The fallopian tube is 8.5 cm in length x 0.5 cm in diameter red¿purple smooth glistening and fimbriated. Serially sectioning reveals unremarkable cut surface. The right ovary 3.8 x 3.5 x 2.5 cm. It is tan and smooth. Sectioning reveals tan muticystic cut surfaces filled with tan mucoid material. The largest cyst measures up to 0.9 cm in greatest dimension. Representative sections fire submitted as follows: a¿ fallopian tube and fimbria, b through e- representative ovary. Received fresh, labeled essure, are two gray blue metallic surgical hardware ranging from 3.2 to 8.2 cm in greatest dimension. A scant amount of soft tissues attached. No sections are taken. Received in clear watery fluid, labeled right ovarian fossa endometriotic implant, are two tan soft tissue fragments 0.4 and 0.7 cm n greatest dimension. The specimen is submitted entirely in one cassette. 5 received fresh, labeled left paratubal cyst, is 2.5 cm in length x 1.0 cm in diameter what appears to be a portion of fallopian tube with possible fimbria. The fragment is trisected. No definitive cyctic structures are identified. The specimen is submitted entirely in one cassette. On (B)(6)2015 : CT abdomen and pelvis : impression: postsurgical changes with tiny hyperdense focus in the endometrium, possibly minor hemorrhage, and a dominant 18 mm leftovarian follicle. Small amount of free fluid in the pelvis, nonspecific. On (B)(6)2015 : MRI pelvis : impression: signal void in the anterior aspect of the mid uterus/utenne fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. On (B)(6)2015 : MRI thigh : impression: unremarkable magnetic resonance imaging of the proximal two thirds of the left thigh. On (B)(6)2015 : MRI : impression: signal void in the anterior aspect of the mid uterus/uterine fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. Otherwise, no abnormality is identified to explain patients symptoms. On (B)(6)2015 : surgical pathology report : gross description: labeled cervix , left tube s received fresh and consists of a 72 gram 7.2 5.3 x 4.2 cm uterus. Attached to the left cornu 0.8 cm in length x 0.3 cm in diameter segment of nonfimbriated fallopian tube. Sectioning reveals an unremarkable lumen. Attached to the tight cornu is a 0.4 cm in length x ll4 cm in diameter segment of right fallopian tube. Sectioning of this right segment reveals a 0.2 cm in length x less than 0.1 cm in diameter cylindrical fragment of white metal. The cervix measures 3.2 x 3.7 x 2.5cm, the ectocervix is tan-pink to pink-red smooth to wrinkled and dull and surrounds a 1.4 an in diameter slit like external os. Opening the specimen reveals a tan pink to pink red rnultifocally hyperemic focally wrinkled endocervical canal. Sectioning of the cervical strom reveals pale tan pink focally hypereraic. The endometrial cavity is lined by a tan pink to pink red focally shaggy diffusely hyperemic endometrium measuring up to 0.1 cm in maximum thickness. Sectioning of the anterior superior myometrium reveals an angulated fragment of coiled metal wire measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. This fragment of wire is embedded within the myometrium and not removable. The remaining myometrium is pale tan pink minimally trabecular, and measures up to 2.2cm in maximum thickness. The posterior myometrium demonstrates a few tan white to pale tan pink rubbery bulging ill defined nodules measuring up to 0.5 cm in greatest dimension. Also received in the container is a 2.5 cm in length x 0.3 an in diameter tan¿yellow to pink red to red purple cylindrical rubbery fragment of tissue. Serial sectioning reveals a pinpoint lumen. A gross intranperative consultation is performed. Gross photographs are taken. Representative sections are submitted as follows: a- base of left fallopian tube, b- base of right fallopian tube, c and d¿ cervix, e and f anterior corpus, g and h¿ posterior corpus, iposterior- mural nodule, j- additional cylindrical fragment in container. Labeled left lower quadrant scar is received in formalin and consists of a 1.2 z 0.6 z 0.3 cm tan¿ gray to tan¿pink to pale pink purple multifocally wrinkled glisteninq multifocally shaggy fragment of tissue. The specimen is longitudinally bisected and submitted entirely in as a single cassette. Diagnosis I) uterus and fallopian tube, hysterectomy with left salpingectomy: - benign uterine cervix with multiple small nabothian cysts and lobular endocervical glandular hyperplasia accompanied by chronic endocervicitis -benign endometrium with features of current menses small intramural leimyoma. Displaced intramural tubal occlusive device (essure) - portion of proximal left fallopian tube without diagnostic abnormality -- portion of right fallopian tube with fibrosis and harboring a displaced portion of a metallic tubal occlusion device soft tissue, designated left lower quadrant scar, excision: on (B)(6)2016: MRI of the pelvis performed without and with IV gadolinium administration : impression: status post hysterectomy and right oophorectomy. Single tiny probable recently ruptured follicle on the left ovary. No residual complex left ovarian lesions are otherwise identified as was seen on the pelvic sonogram from (B)(6)2016. No acute abnormalities. On (B)(6)2016 : MRI lumbar spine wo/w contrast : impression: intradural spinal mass at the l1-l2 level, with mass effect on the cauda equina nerve roots on (B)(6)2016 : emg nerve conduction study : impression: there is evidence of very mild bilateral carpel tunnel syndrome slightly worse than left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Events - inflammatory disease and ovarian cyst downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ remaining fragment of the essure device near the cecum'), device expulsion ('one of her essure devices had migrated to left fallopian tube / migration of essure device- uterus/advised that left coil could not be found: it was somewhere in uterus') and menometrorrhagia ('irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting') in a 41-year-old female patient who had essure (batch no. Log4362-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1995 and (B)(6) 2013)), abdominal pain, change in bowel habits, bloating, weight gain, nausea, heartburn, back pain, vaginal bleeding, spontaneous abortion (at 10 weeks), pancolitis, irritable bowel syndrome, crohn's, fatigue, vaginal delivery, vaginal odor, herpes simplex, infection, pregnancy with advanced maternal age, carotid artery disease, upper respiratory infection, snore and uterine dilation and curettage. She does not have a history of abnormal pap smears. She denies any abdominal or pelvic pain, she denies any abnormal vaginal discharge. She has no menopausal symptoms. Concurrent conditions included overweight, amenorrhea, smoker, menses irregular and anesthesia. Family history included heart disease, unspecified (maternal grandmother and aunt), diabetes (paternal grandfather), lung cancer (paternal grand mother , paternal grand father), hepatic cancer (paternal grand mother), premature ovarian failure (mother and grandmother), osteoarthritis (mother), thyroid disorder (daughter) and breast cancer (maternal grandmother,maternal aunt). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), ibuprofen, pregabalin (lyrica), tramadol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes") and blister ("blisters"). In 2013, the patient experienced headache ("headaches"), photosensitivity reaction ("hypersensitivity reaction to sun"), fibromyalgia ("fibromyalgia") and rash vesicular ("blister rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), back pain ("severe back pain"), food allergy ("hypersensitivity reaction to food"), migraine ("migraines / migraines/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("menstrual pain") and tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced vision blurred ("vision blurred/declining vision"). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("complex ovarian cyst") with dysfunctional uterine bleeding, inflammatory bowel disease ("inflammatory bowel disease"), visual impairment ("vision loss / vision declining"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain"), tooth loss ("lost most of her teeth"), mood swings ("mood swings"), pelvic pain ("chronic pain / pain"), complication of device removal ("during removal procedure doctors were unable to remove the left essure coil"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and colitis ("colitis"). The patient was treated with removal of teeth and fitted with dentures- full top plates and partial bottom and surgery (hysterectomy, bilateral salpingectomy and oophorectomy and underwent ablation (B)(6)2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, inflammatory bowel disease, alopecia, visual impairment, rash, abdominal distension, abdominal pain, back pain, dyspareunia, depression, tooth loss, headache, mood swings, complication of device removal, photosensitivity reaction, food allergy, cystitis, urinary tract infection, anxiety, fibromyalgia, endometriosis, migraine, rash vesicular, nausea, bladder disorder, urinary tract disorder, tooth disorder, vision blurred, colitis and blister outcome was unknown, the device expulsion, menometrorrhagia, ovarian cyst, vaginal haemorrhage, menorrhagia, weight increased and dysmenorrhoea had resolved, the fatigue and pelvic pain had not resolved and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, blister, colitis, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, food allergy, headache, inflammatory bowel disease, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, photosensitivity reaction, rash, rash vesicular, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Essure removal date also reported as (B)(6) 2015. (B)(6) 2015 unilateral salpingo-oophorectomy ¿ right tube and ovary and left paratubal cyst. (B)(6) 2015 ¿ hysterectomy with unilateral salpingectomy - left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2015: results: hysterosonogram: one of her essure devices had mig. Magnetic resonance imaging - on an unknown date: results: noting left ovary with follicles. Ultrasound uterus - on (B)(6) 2015: results: one of her essure devices had migrated. (B)(6)2009: scope of colon with biopsy : diagnostic code: constipation, change in bowel pattern, benign neoplasm of colon and internal hemorrhoids without complication (B)(6)2013 : CT head with and without contrast : impression: palpable area corresponds to a few subcentimeter lymph nodes not enlarged by CT size criteria. (B)(6)2013 : CT- neck : impression: 1.5 mm soft tissue nodule behind the left ear question lymph node versus sebaceous cyst . No pathologic adenopathy within the neck. Sub-centimeter lymph nodes in the region of the palpable abnormality in the right occipital scalp. (B)(6)2014: mammo screening bil digital w cad : breast composition: heterogeneously dense (B)(6)2014 : mammo diagnostic lt digital : impression: probably benign asymmetry in the superior breast and collocated cyst. (B)(6)2014 : us breast lt : impression: 1 there appears to be a corresponding band of echogenic fibroglandular tissue in the superior posterior depth breast which corresponds to the mammographic asymmetry 2. There is additionally a complicated cyst, 7 cm from the nipple (B)(6)2015 : mammo diagnostic lt digital w cad : impression: stable probably benign findings for which a bilateral mammogram and left breast ultrasound is recommended. Bi rads category: 3 probably benign finding. (B)(6)2015 : us breast l t limited: impression: small complicated cysts within the left breast at 1200 and 100 positions not significantly changed. (B)(6)2015 : surgical pathology report : diagnosis: endometrium, curettage: secretory phase, endometrium late - no evidence of hyperplasia or malignancy -early menstrual breakdown 2) ovary and fallopian tube, right, salpingo- oophorectomy: - benign para tubal cyst -benign mucinous cistadenofibroma no evidence of malignancy 3) uterus, removal: -foreign body (gross only) 4) pelvis, right ovarian fossa, excision: -fibrous tissue with a small focus suggestive of endometriosis. No evidence of malignancy. 5 pelvis ¿ left excision: fallopian tube with benign para tubal cysts - no evidence of malignancy gross description: received in five parts. 1) received fresh, labeled endometrial curettings, is a 1.0 cc aggregate of red brown soft tissue. The specimen is submitted entirely in one cassette. 2) received fresh, labeled right tube and ovary, is a 1.3 gram adnexal unit. The fallopian tube is 8.5 cm in length x 0.5 cm in diameter red¿purple smooth glistening and fimbriated. Serially sectioning reveals unremarkable cut surface. The right ovary 3.8 x 3.5 x 2.5 cm. It is tan and smooth. Sectioning reveals tan multicystic cut surfaces filled with tan mucoid material. The largest cyst measures up to 0.9 cm in greatest dimension. Representative sections fire submitted as follows: a¿ fallopian tube and fimbria, b through e- representative ovary. 3) received fresh, labeled essure, are two gray blue metallic surgical hardware ranging from 3.2 to 8.2 cm in greatest dimension. A scant amount of soft tissues attached. No sections are taken. 4) received in clear watery fluid, labeled right ovarian fossa endometriotic implant, are two tan soft tissue fragments 0.4 and 0.7 cm n greatest dimension. The specimen is submitted entirely in one cassette. 5 received fresh, labeled left paratubal cyst, is 2.5 cm in length x 1.0 cm in diameter what appears to be a portion of fallopian tube with possible fimbria. The fragment is trisected. No definitive cystic structures are identified. The specimen is submitted entirely in one cassette. (B)(6)2015 : CT abdomen and pelvis : impression: postsurgical changes with tiny hyperdense focus in the endometrium, possibly minor hemorrhage, and a dominant 18 mm leftovarian follicle. Small amount of free fluid in the pelvis, nonspecific. (B)(6)2015 : MRI pelvis : impression: signal void in the anterior aspect of the mid uterus/utenne fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. (B)(6)2015 : MRI thigh : impression: unremarkable magnetic resonance imaging of the proximal two thirds of the left thigh. (B)(6)2015 : MRI : impression: signal void in the anterior aspect of the mid uterus/uterine fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. Otherwise, no abnormality is identified to explain patients symptoms. (B)(6)2015 : surgical pathology report : gross description: labeled cervix , left tube s received fresh and consists of a 72 gram 7.2 5.3 x 4.2 cm uterus. Attached to the left cornu 0.8 cm in length x 0.3 cm in diameter segment of nonfimbriated fallopian tube. Sectioning reveals an unremarkable lumen. Attached to the tight cornu is a 0.4 cm in length x ll4 cm in diameter segment of right fallopian tube. Sectioning of this right segment reveals a 0.2 cm in length x less than 0.1 cm in diameter cylindrical fragment of white metal. The cervix measures 3.2 x 3.7 x 2.5cm, the ectocervix is tan-pink to pink-red smooth to wrinkled and dull and surrounds a 1.4 an in diameter slit like external os. Opening the specimen reveals a tan pink to pink red rnultifocally hyperemic focally wrinkled endocervical canal. Sectioning of the cervical strom reveals pale tan pink focally hypereraic. The endometrial cavity is lined by a tan pink to pink red focally shaggy diffusely hyperemic endometrium measuring up to 0.1 cm in maximum thickness. Sectioning of the anterior superior myometrium reveals an angulated fragment of coiled metal wire measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. This fragment of wire is embedded within the myometrium and not removable. The remaining myometrium is pale tan pink minimally trabecular, and measures up to 2.2cm in maximum thickness. The posterior myometrium demonstrates a few tan white to pale tan pink rubbery bulging ill defined nodules measuring up to 0.5 cm in greatest dimension. Also received in the container is a 2.5 cm in length x 0.3 an in diameter tan¿yellow to pink red to red purple cylindrical rubbery fragment of tissue. Serial sectioning reveals a pinpoint lumen. A gross intranperative consultation is performed. Gross photographs are taken. Representative sections are submitted as follows: a- base of left fallopian tube, b- base of right fallopian tube, c and d¿ cervix, e and f anterior corpus, g and h¿ posterior corpus, iposterior- mural nodule, j- additional cylindrical fragment in container. 2) labeled left lower quadrant scar is received in formalin and consists of a 1.2 z 0.6 z 0.3 cm tan¿ gray to tan¿pink to pale pink purple multifocally wrinkled glisteninq multifocally shaggy fragment of tissue. The specimen is longitudinally bisected and submitted entirely in as a single cassette. Diagnosis I) uterus and fallopian tube, hysterectomy with left salpingectomy: - benign uterine cervix with multiple small nabothian cysts and lobular endocervical glandular hyperplasia accompanied by chronic endocervicitis -benign endometrium with features of current menses small intramural leimyoma. Displaced intramural tubal occlusive device (essure) - portion of proximal left fallopian tube without diagnostic abnormality -- portion of right fallopian tube with fibrosis and harboring a displaced portion of a metallic tubal occlusion device soft tissue, designated left lower quadrant scar, excision: (B)(6)2016: MRI of the pelvis performed without and with IV gadolinium administration : impression: status post hysterectomy and right oophorectomy. Single tiny probable recently ruptured follicle on the left ovary. No residual complex left ovarian lesions are otherwise identified as was seen on the pelvic sonogram from (B)(6)2016. No acute abnormalities (B)(6)2016 : MRI lumbar spine wo/w contrast : impression: intradural spinal mass at the l1-l2 level, with mass effect on the cauda equina nerve roots. (B)(6)2016 : emg nerve conduction study : impression: there is evidence of very mild bilateral carpel tunnel syndrome slightly worse than left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet received. Outcome for vaginal discharge was updated to "recovering/resolving" onset date of events were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ remaining fragment of the essure device near the cecum'), device expulsion ('one of her essure devices had migrated to left fallopian tube / migration of essure device- uterus/advised that left coil could not be found: it was somewhere in uterus') and menometrorrhagia ('irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting') in a 41-year-old female patient who had essure (batch no. Log4362-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 1995 and (B)(6) 2013)), abdominal pain, change in bowel habits, bloating, weight gain, nausea, heartburn, back pain, vaginal bleeding, spontaneous abortion (at 10 weeks), pancolitis, irritable bowel syndrome, crohn's, fatigue, vaginal delivery, vaginal odor, herpes simplex, infection, pregnancy with advanced maternal age, carotid artery disease, upper respiratory infection, snore and uterine dilation and curettage. She does not have a history of abnormal pap smears. She denies any abdominal or pelvic pain, she denies any abnormal vaginal discharge. She has no menopausal symptoms. Concurrent conditions included overweight, amenorrhea, smoker, menses irregular and anesthesia. Family history included heart disease, unspecified (maternal grandmother and aunt), diabetes (paternal grandfather), lung cancer (paternal grand mother , paternal grand father), hepatic cancer (paternal grand mother), premature ovarian failure (mother and grandmother), osteoarthritis (mother), thyroid disorder (daughter) and breast cancer (maternal grandmother,maternal aunt). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), ibuprofen, pregabalin (lyrica), tramadol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes") and blister ("blisters"). In 2013, the patient experienced headache ("headaches"), photosensitivity reaction ("hypersensitivity reaction to sun"), fibromyalgia ("fibromyalgia") and rash vesicular ("blister rashes"). In july 2013, the patient experienced alopecia ("hair loss"), back pain ("severe back pain"), food allergy ("hypersensitivity reaction to food"), migraine ("migraines / migraines/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). In october 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("menstrual pain") and tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced vision blurred ("vision blurred/declining vision"). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("complex ovarian cyst") with dysfunctional uterine bleeding, inflammatory bowel disease ("inflammatory bowel disease"), visual impairment ("vision loss / vision declining"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain"), tooth loss ("lost most of her teeth"), mood swings ("mood swings"), pelvic pain ("chronic pain / pain"), complication of device removal ("during removal procedure doctors were unable to remove the left essure coil"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), colitis ("colitis"), myositis ("myositis"), spinal disorder ("disorder of spine"), nerve compression ("nerve impingement"), cervical radiculopathy ("cervical radiculopathy") and pain ("chronic pain syndrome"). The patient was treated with removal of teeth and fitted with dentures- full top plates and partial bottom and surgery (hysterectomy, bilateral salpingectomy and oophorectomy and underwent ablation (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, inflammatory bowel disease, alopecia, visual impairment, rash, abdominal distension, abdominal pain, back pain, dyspareunia, depression, tooth loss, headache, mood swings, complication of device removal, photosensitivity reaction, food allergy, cystitis, urinary tract infection, anxiety, fibromyalgia, endometriosis, migraine, rash vesicular, nausea, bladder disorder, urinary tract disorder, tooth disorder, vision blurred, colitis, blister, myositis, spinal disorder, nerve compression and pain outcome was unknown, the device expulsion, menometrorrhagia, ovarian cyst, vaginal haemorrhage, menorrhagia, weight increased and dysmenorrhoea had resolved, the fatigue and pelvic pain had not resolved and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, blister, cervical radiculopathy, colitis, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, food allergy, headache, inflammatory bowel disease, menometrorrhagia, menorrhagia, migraine, mood swings, myositis, nausea, nerve compression, ovarian cyst, pain, pelvic pain, photosensitivity reaction, rash, rash vesicular, spinal disorder, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Essure removal date also reported as (B)(6) 2015. (B)(6) 2015 ¿ unilateral salpingo-oopherectomy ¿ right tube and ovary and left paratubal cyst. (B)(6) 2015 ¿ hysterectomy with unilateral salpingectomy - left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2015: results: hysterosonogram: one of her essure devices had mig. Magnetic resonance imaging - on an unknown date: results: noting left ovary with follicles. Ultrasound uterus - on (B)(6) 2015: results: one of her essure devices had migrated. (B)(6) 2009: scope of colon with biopsy : diagnostic code: constipation, change in bowel pattern, benign neoplasm of colon and internal hemorrhoids without complication (B)(6) 2013 : CT head with and without contrast : impression: palpable area corresponds to a few subcentimeter lymph nodes not enlarged by CT size criteria. (B)(6) 2013 : CT- neck : impression: 1.5 mm soft tissue nodule behind the left ear question lymph node versus sebaceous cyst . No pathologic adenopathy within the neck. Sub-centimeter lymph nodes in the region of the palpable abnormality in the right occipital scalp. (B)(6) 2014: mammo screening bil digital w cad : breast composition: heterogeneously dense (B)(6) 2014 : mammo diagnostic lt digital : impression: probably benign asymmetry in the superior breast and collocated cyst. (B)(6) 2014 : us breast lt : impression: 1 there appears to be a corresponding band of echogenic fibroglandular tissue in the superior posterior depth breast which corresponds to the mammographic asymmetry 2. There is additionally a complicated cyst, 7 cm from the nipple (B)(6) 2015 : mammo diagnostic lt digital w cad : impression: stable probably benign findings for which a bilateral mammogram and left breast ultrasound is recommended. Bi rads category: 3 probably benign finding. (B)(6) 2015 : us breast l t limited: impression: small complicated cysts within the left breast at 1200 and 100 positions not significantly changed. (B)(6) 2015 : surgical pathology report : diagnosis: endometrium, curettage: secretory phase, endometrium late - no evidence of hyperplasia or malignancy -early menstrual breakdown 2) ovary and fallopian tube, right, salpingo- oophorectomy: - benign para tubal cyst -benign mucinous cistadenofibroma no evidence of malignancy 3) uterus, removal: -foreign body (gross only) 4) pelvis, right ovarian fossa, excision: -fibrous tissue with a small focus suggestive of endometriosis. No evidence of malignancy. 5 pelvis ¿ left excision: fallopian tube with benign para tubal cysts - no evidence of malignancy gross description: received in five parts. 1) received fresh, labeled endometrial curettinqs, is a 1.0 cc aggregate of red brown soft tissue. The specimen is submitted entirely in one cassette. 2) received fresh, labeled right tube and ovary, is a 1.3 gram adnexal unit. The fallopian tube is 8.5 cm in length x 0.5 cm in diameter red¿purple smooth glistening and fimbriated. Serially sectioning reveals unremarkable cut surface. The right ovary 3.8 x 3.5 x 2.5 cm. It is tan and smooth. Sectioning reveals tan muticystic cut surfaces filled with tan mucoid material. The largest cyst measures up to 0.9 cm in greatest dimension. Representative sections fire submitted as follows: a¿ fallopian tube and fimbria, b through e- representative ovary. 3) received fresh, labeled essure, are two gray blue metallic surgical hardware ranging from 3.2 to 8.2 cm in greatest dimension. A scant amount of soft tissues attached. No sections are taken. 4) received in clear watery fluid, labeled right ovarian fossa endometriotic implant, are two tan soft tissue fragments 0.4 and 0.7 cm n greatest dimension. The specimen is submitted entirely in one cassette. 5 received fresh, labeled left paratubal cyst, is 2.5 cm in length x 1.0 cm in diameter what appears to be a portion of fallopian tube with possible fimbria. The fragment is trisected. No definitive cyctic structures are identified. The specimen is submitted entirely in one cassette. (B)(6) 2015 : CT abdomen and pelvis : impression: postsurgical changes with tiny hyperdense focus in the endometrium, possibly m1nor hemorrhage, and a dominant 18 mm leftovarian follicle. Small amount of free fluid in the pelvis, nonspecific. (B)(6) 2015 : MRI pelvis : impression: signal void in the anterior aspect of the mid uterus/utenne fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. (B)(6) 2015 : MRI thigh : impression: unremarkable magnetic resonance imaging of the proximal two thirds of the left thigh. (B)(6)-2015 : MRI : impression: signal void in the anterior aspect of the mid uterus/uterine fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. Otherwise, no abnormality is identified to explain patients symptoms. (B)(6)2015 : surgical pathology report : gross description: labeled cervix , left tube s received fresh and consists of a 72 gram 7.2 5.3 x 4.2 cm uterus. Attached to the left cornu 0.8 cm in length x 0.3 cm in diameter segment of nonfimbriated fallopian tube. Sectioning reveals an unremarkable lumen. Attached to the tight cornu is a 0.4 cm in length x ll4 cm in diameter segment of right fallopian tube. Sectioning of this right segment reveals a 0.2 cm in length x less than 0.1 cm in diameter cylindrical fragment of white metal. The cervix measures 3.2 x 3.7 x 2.5cm, the ectocervix is tan-pink to pink-red smooth to wrinkled and dull and surrounds a 1.4 an in diameter slit like external os. Opening the specimen reveals a tan pink to pink red rnultifocally hyperemic focally wrinkled endocervical canal. Sectioning of the cervical strom reveals pale tan pink focally hypereraic. The endometrial cavity is lined by a tan pink to pink red focally shaggy diffusely hyperemic endometrium measuring up to 0.1 cm in maximum thickness. Sectioning of the anterior superior myometrium reveals an angulated fragment of coiled metal wire measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. This fragment of wire is embedded within the myometrium and not removable. The remaining myometrium is pale tan pink minimally trabecular, and measures up to 2.2cm in maximum thickness. The posterior myometrium demonstrates a few tan white to pale tan pink rubbery bulging ill defined nodules measuring up to 0.5 cm in greatest dimension. Also received in the container is a 2.5 cm in length x 0.3 an in diameter tan¿yellow to pink red to red purple cylindrical rubbery fragment of tissue. Serial sectioning reveals a pinpoint lumen. A gross intranperative consultation is performed. Gross photographs are taken. Representative sections are submitted as follows: a- base of left fallopian tube, b- base of right fallopian tube, c and d¿ cervix, e and f anterior corpus, g and h¿ posterior corpus, iposterior- mural nodule, j- additional cylindrical fragment in container. 2) labeled left lower quadrant scar is received in formalin and consists of a 1.2 z 0.6 z 0.3 cm tan¿ gray to tan¿pink to pale pink purple multifocally wrinkled glisteninq multifocally shaggy fragment of tissue. The specimen is longitudinally bisected and submitted entirely in as a single cassette. Diagnosis I) uterus and fallopian tube, hysterectomy with left salpingectomy: - benign uterine cervix with multiple small nabothian cysts and lobular endocervical glandular hyperplasia accompanied by chronic endocervicitis -benign endometrium with features of current menses small intramural leimyoma. Displaced intramural tubal occlusive device (essure) - portion of proximal left fallopian tube without diagnostic abnormality -- portion of right fallopian tube with fibrosis and harboring a displaced portion of a metallic tubal occlusion device soft tissue, designated left lower quadrant scar, excision: (B)(6) 2016: MRI of the pelvis performed without and with IV gadolinium administration : impression: status post hysterectomy and right oophorectomy. Single tiny probable recently ruptured follicle on the left ovary. No residual complex left ovarian lesions are otherwise identified as was seen on the pelvic sonogram from (B)(6) 2016. No acute abnormalities (B)(6) 2016 : MRI lumbar spine wo/w contrast : impression: intradural spinal mass at the l1-l2 level, with mass effect on the cauda equina nerve roots 26-may-2016 : emg nerve conduction study : impression: there is evidence of very mild bilateral carpel tunnel syndrome slightly worse than left. Concerning the injuries reported in this case, the following one/ones were received via social media: myositis, spinal disorder, nerve compression, cervical radiculopathy, and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: information received via social media. New events: myositis, disorder of spine, nerve impingement, cervical radiculopathy, and chronic pain syndrome. No new information received via pfs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ remaining fragment of the essure device near the cecum'), device expulsion ('one of her essure devices had migrated to left fallopian tube / migration of essure device- uterus/advised that left coil could not be found: it was somewhere in uterus') and menometrorrhagia ('irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting') in a 41-year-old female patient who had essure (batch no. Log4362-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 1995 and (B)(6) 2013)), abdominal pain, change in bowel habits, bloating, weight gain, nausea, heartburn, back pain, vaginal bleeding, spontaneous abortion (at 10 weeks), pancolitis, irritable bowel syndrome, crohn's, fatigue, vaginal delivery, vaginal odor, herpes simplex, infection, pregnancy with advanced maternal age, carotid artery disease, upper respiratory infection, snore and uterine dilation and curettage. She does not have a history of abnormal pap smears. She denies any abdominal or pelvic pain, she denies any abnormal vaginal discharge. She has no menopausal symptoms. Concurrent conditions included overweight, amenorrhea, smoker, menses irregular, anesthesia, weight gain, abdominal pain, bloating, joint swelling, herpes virus infection, anemia, depressive disorder, chronic pain and headache. Family history included heart disease, unspecified (maternal grandmother and aunt), diabetes (paternal grandfather), lung cancer (paternal grand mother , paternal grand father), hepatic cancer (paternal grand mother), premature ovarian failure (mother and grandmother), osteoarthritis (mother), thyroid disorder (daughter) and breast cancer (maternal grandmother,maternal aunt). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as codeine phosphate;paracetamol (tylenol with codeine no.3), duloxetine hydrochloride (cymbalta), ibuprofen, pregabalin (lyrica), tramadol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced rash ("rashes") and blister ("blisters"). In 2013, the patient experienced headache ("headaches"), photosensitivity reaction ("hypersensitivity reaction to sun"), fibromyalgia ("fibromyalgia") and rash vesicular ("blister rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), back pain ("severe back pain"), food allergy ("hypersensitivity reaction to food"), migraine ("migraines / migraines/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding, abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain") and tooth disorder ("dental problems"). In january 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced vision blurred ("vision blurred/declining vision"). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("complex ovarian cyst") with dysfunctional uterine bleeding, inflammatory bowel disease ("inflammatory bowel disease"), visual impairment ("vision loss / vision declining"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain"), tooth loss ("lost most of her teeth"), mood swings ("mood swings"), pelvic pain ("chronic pain / pain"), complication of device removal ("during removal procedure doctors were unable to remove the left essure coil"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), colitis ("colitis"), myositis ("myositis"), spinal disorder ("disorder of spine"), nerve compression ("nerve impingement"), cervical radiculopathy ("cervical radiculopathy"), pain ("chronic pain syndrome"), groin pain ("left groin pain"), arthralgia ("achy joints"), hypoaesthesia ("lose feeling in my hands"), multiple sclerosis ("ms"), affective disorder ("affective disorder") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with removal of teeth and fitted with dentures- full top plates and partial bottom and surgery (hysterectomy, bilateral salpingectomy and oophorectomy and underwent ablation (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, inflammatory bowel disease, alopecia, visual impairment, rash, abdominal distension, abdominal pain, back pain, dyspareunia, depression, tooth loss, headache, mood swings, complication of device removal, photosensitivity reaction, food allergy, cystitis, urinary tract infection, anxiety, fibromyalgia, endometriosis, migraine, rash vesicular, nausea, bladder disorder, urinary tract disorder, tooth disorder, vision blurred, colitis, blister, myositis, spinal disorder, nerve compression, pain, groin pain, arthralgia, hypoaesthesia, affective disorder and adnexa uteri cyst outcome was unknown, the device expulsion, menometrorrhagia, ovarian cyst, vaginal haemorrhage, menorrhagia, weight increased and dysmenorrhoea had resolved, the fatigue and pelvic pain had not resolved and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, affective disorder, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, cervical radiculopathy, colitis, complication of device removal, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, food allergy, groin pain, headache, hypoaesthesia, inflammatory bowel disease, menometrorrhagia, menorrhagia, migraine, mood swings, multiple sclerosis, myositis, nausea, nerve compression, ovarian cyst, pain, pelvic pain, photosensitivity reaction, rash, rash vesicular, spinal disorder, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138 lbs essure removal date also reported as (B)(6) 2015 (B)(6) 2015 ¿ unilateral salpingo-oopherectomy ¿ right tube and ovary and left paratubal cyst. (B)(6) 2015 ¿ hysterectomy with unilateral salpingectomy - left discrepancy noted in date of insertion (B)(6) 2013, and date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2015: results: hysterosonogram: one of her essure devices had mig. Magnetic resonance imaging - on an unknown date: results: noting left ovary with follicles. Ultrasound uterus - on (B)(6) 2015: results: one of her essure devices had migrated. Concerning the injuries reported in this case, the following one/ones were received via social media: myositis, spinal disorder, nerve compression, cervical radiculopathy, and pain, left groin pain, achy joints, hand numbness, paratubal cyst, affective disorder, multiple sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: social media received. Reporter information added. Events: lose feeling in my hands, achy joints, left groin pain, ms, affective disorder, paratubal cyst were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ remaining fragment of the essure device near the cecum'), device expulsion ('one of her essure devices had migrated to left fallopian tube / migration of essure device- uterus/advised that left coil could not be found: it was somewhere in uterus/essure device coiled on itself within the myometrium'), device dislocation ('migration of the essure coil on the right') and menometrorrhagia ('irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting') in a 41-year-old female patient who had essure (batch no. Log4362-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3290. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3290. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes") and blister ("blisters"). In 2013, the patient experienced headache ("headaches"), photosensitivity reaction ("hypersensitivity reaction to sun"), fibromyalgia ("fibromyalgia") and rash vesicular ("blister rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), back pain ("severe back pain"), food allergy ("hypersensitivity reaction to food"), migraine ("migraines / migraines/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding, abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain") and tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced vision blurred ("vision blurred/declining vision"). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("complex ovarian cyst") with dysfunctional uterine bleeding, inflammatory bowel disease ("inflammatory bowel disease"), visual impairment ("vision loss / vision declining"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain"), tooth loss ("lost most of her teeth"), mood swings ("mood swings"), pelvic pain ("chronic pain / pain"), complication of device removal ("during removal procedure doctors were unable to remove the left essure coil"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), colitis ("colitis"), myositis ("myositis"), spinal disorder ("disorder of spine"), nerve compression ("nerve impingement"), cervical radiculopathy ("cervical radiculopathy"), pain ("chronic pain syndrome"), groin pain ("left groin pain"), arthralgia ("achy joints"), hypoaesthesia ("lose feeling in my hands"), multiple sclerosis ("ms"), affective disorder ("affective disorder") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with hyoscyamine sulfate (levsin), paracetamol (tylenol), removal of teeth and fitted with dentures- full top plates and partial bottom and surgery (d&c hysteroscopy, diagnostic laparoscopy, removal of right essure coil, hysterectomy, bilateral salpingectomy and oophorectomy and underwent ablation (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, inflammatory bowel disease, alopecia, visual impairment, rash, abdominal distension, abdominal pain, back pain, dyspareunia, depression, tooth loss, headache, mood swings, complication of device removal, photosensitivity reaction, food allergy, cystitis, urinary tract infection, anxiety, fibromyalgia, endometriosis, migraine, rash vesicular, nausea, bladder disorder, urinary tract disorder, tooth disorder, vision blurred, colitis, blister, myositis, spinal disorder, nerve compression, pain, groin pain, arthralgia, hypoaesthesia, affective disorder and adnexa uteri cyst outcome was unknown, the device expulsion, menometrorrhagia, ovarian cyst, vaginal haemorrhage, menorrhagia, weight increased and dysmenorrhoea had resolved, the fatigue and pelvic pain had not resolved and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, affective disorder, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, cervical radiculopathy, colitis, complication of device removal, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, food allergy, groin pain, headache, hypoaesthesia, inflammatory bowel disease, menometrorrhagia, menorrhagia, migraine, mood swings, multiple sclerosis, myositis, nausea, nerve compression, ovarian cyst, pain, pelvic pain, photosensitivity reaction, rash, rash vesicular, spinal disorder, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Essure removal date also reported as (B)(6) 2015. (B)(6) 2015 ¿ unilateral salpingo-oopherectomy ¿ right tube and ovary and left paratubal cyst. Essure device coiled on itself within the myometrium (B)(6) 2015 ¿ hysterectomy with unilateral salpingectomy - left discrepancy noted in date of insertion (B)(6) 2013,(B)(6) 2013 and date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2015: results: hysterosonogram: one of her essure devices had mig. Magnetic resonance imaging - on an unknown date: results: noting left ovary with follicles; on (B)(6) 2015: signal void in the anterior aspect of the mid uterus/uterine fundus could possibly represent an essure device implanted within the myometrium. Ultrasound uterus - on (B)(6) 2015: results: one of her essure devices had migrated. Concerning the injuries reported in this case, the following one/ones were received via social media: myositis, spinal disorder, nerve compression, cervical radiculopathy, and pain, left groin pain, achy joints, hand numbness, paratubal cyst, affective disorder, multiple sclerosis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia,device breakage, device expulsion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received. Reporter information, patient medical history, concomitant drugs, event: migration of the essure coil on the right added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of her essure devices had migrated to left fallopian tube / migration of essure device- uterus/advised that left coil could not be found: it was somewhere in uterus"), device breakage ("device breakage"), menometrorrhagia ("irregular menstrual cycles that were accompanied by heavy bleeding and blood clotting") and ovarian cyst ("complex ovarian cyst") in a (B)(6) year-old female patient who had essure (batch no. Log4362) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "during removal procedure doctors were unable to remove the left essure coil". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1995 and (B)(6) 2013)), abdominal pain, change in bowel habits, bloating, weight gain, nausea, heartburn, back pain, vaginal bleeding, spontaneous abortion, pancolitis, irritable bowel syndrome, crohn's, fatigue, vaginal delivery, vaginal odor, (B)(6), infection, pregnancy with advanced maternal age, carotid artery disease, upper respiratory infection, snore and uterine dilation and curettage. She does not have a history of abnormal pap smears. She denies any abdominal or pelvic pain, she denies any abnormal vaginal discharge. Concurrent conditions included overweight, amenorrhea, smoker, menses irregular and anesthesia. Family history included heart disease, unspecified (maternal grandmother and aunt), diabetes (paternal grandfather), lung cancer (paternal grand mother , paternal grand father), hepatic cancer (paternal grand mother), premature ovarian failure (mother and grandmother), osteoarthritis (mother), thyroid disorder (daughter) and breast cancer (maternal grandmother,maternal aunt). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as ibuprofen (advil), panadeine co (tylenol #3) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced rash ("rashes"), back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), photosensitivity reaction ("hypersensitivity reaction to sun"), food allergy ("hypersensitivity reaction to food"), fibromyalgia ("fibromyalgia"),migraine ("migraines"),rash vesicular("blister rashes "),vaginal discharge("vaginal discharge") and vision blurred("vision blurred") . In 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) with dysfunctional uterine bleeding, alopecia ("hair loss"), visual impairment ("vision loss"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain"),tooth loss ("lost most of her teeth"), mood swings ("mood swings"), pelvic pain ("chronic pain / pain"), endometriosis ("endometriosis"), weight increased ("weight gain"), dysmenorrhoea ("menstrual pain"),nausea ("nausea"),bladder disorder("bladder problem "),urinary tract disorder("urinary problem "),tooth disorder("dental problems"), colitis("colitis") and inflammatory bowel disease (seriousness criterion medically significant) . The patient was treated with surgery (hysterectomy, bilateral salpingectomy and oophorectomy), surgery (hysterectomy, bilateral salpingectomy and oophorectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menometrorrhagia, ovarian cyst, vaginal haemorrhage, menorrhagia, weight increased and dysmenorrhoea had resolved, the device breakage, alopecia, visual impairment, rash, abdominal distension, abdominal pain, back pain, dyspareunia, the last episode of depression, tooth loss, headache, mood swings, photosensitivity reaction, food allergy, cystitis, urinary tract infection, anxiety, fibromyalgia, endometriosis, rash vesicular,migraine, nausea,bladder disorder, urinary tract disorder,tooth disorder, vaginal discharge, vision blurred,colitis, inflammatory bowel disease outcome was unknown and the fatigue and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, food allergy, headache, menometrorrhagia, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, photosensitivity reaction, rash, tooth loss, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased, depression ,rash vesicular, nausea, bladder disorder, urinary tract disorder,tooth disorder,vaginal discharge, vision blurred, colitis and inflammatory bowel disease to be related to essure. The reporter commented: current weight: (B)(6) lbs . Essure removal date also reported as (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: hysterosonogram: one of her essure devices had mig ultrasound uterus - on (B)(6) 2015: one of her essure devices had migrated (B)(6) 2009: scope of colon with biopsy : diagnostic code: constipation, change in bowel pattern, benign neoplasm of colon and internal hemorrhoids without complication (B)(6) 2013 : CT head with and without contrast : impression: palpable area corresponds to a few subcentimeter lymph nodes not enlarged by CT size criteria. (B)(6) 2013 : CT- neck : impression: 1.5 mm soft tissue nodule behind the left ear question lymph node versus sebaceous cyst . No pathologic adenopathy within the neck. Sub-centimeter lymph nodes in the region of the palpable abnormality in the right occipital scalp. (B)(6) 2014: mammo screening bil digital w cad : breast composition: heterogeneously dense (B)(6) 2014 : mammo diagnostic lt digital : impression: probably benign asymmetry in the superior breast and collocated cyst. (B)(6) 2014 : us breast lt : impression: 1 there appears to be a corresponding band of echogenic fibroglandular tissue in the superior posterior depth breast which corresponds to the mammographic asymmetry 2. There is additionally a complicated cyst, 7 cm from the nipple (B)(6) 2015 : mammo diagnostic lt digital w cad : impression: stable probably benign findings for which a bilateral mammogram and left breast ultrasound is recommended. Bi rads category: 3 probably benign finding. (B)(6) 2015 : us breast l t limited: impression: small complicated cysts within the left breast at 1200 and 100 positions not significantly changed. (B)(6) 2015 : surgical pathology report : diagnosis: endometrium, curettage: secretory phase, endometrium late - no evidence of hyperplasia or malignancy -early menstrual breakdown. Ovary and fallopian tube, right, salpingo- oophorectomy: - benign para tubal cyst -benign mucinous cistadenofibroma no evidence of malignancy uterus, removal: -foreign body (gross only) pelvis, right ovarian fossa, excision: -fibrous tissue with a small focus suggestive of endometriosis. No evidence of malignancy. Pelvis ¿ left excision: fallopian tube with benign para tubal cysts - no evidence of malignancy gross description: received in five parts. 1) received fresh, labeled endometrial curettinqs, is a 1.0 cc aggregate of red brown soft tissue. The specimen is submitted entirely in one cassette. Received fresh, labeled right tube and ovary, is a 1.3 gram adnexal unit. The fallopian tube is 8.5 cm in length x 0.5 cm in diameter red¿purple smooth glistening and fimbriated. Serially sectioning reveals unremarkable cut surface. The right ovary 3.8 x 3.5 x 2.5 cm. It is tan and smooth. Sectioning reveals tan muticystic cut surfaces filled with tan mucoid material. The largest cyst measures up to 0.9 cm in greatest dimension. Representative sections fire submitted as follows: a¿ fallopian tube and fimbria, b through e- representative ovary. Received fresh, labeled essure, are two gray blue metallic surgical hardware ranging from 3.2 to 8.2 cm in greatest dimension. A scant amount of soft tissues attached. No sections are taken. Received in clear watery fluid, labeled right ovarian fossa endometriotic implant, are two tan soft tissue fragments 0.4 and 0.7 cm n greatest dimension. The specimen is submitted entirely in one cassette. Received fresh, labeled left paratubal cyst, is 2.5 cm in length x 1.0 cm in diameter what appears to be a portion of fallopian tube with possible fimbria. The fragment is trisected. No definitive cyctic structures are identified. The specimen is submitted entirely in one cassette. (B)(6) 2015 : CT abdomen and pelvis : impression: postsurgical changes with tiny hyperdense focus in the endometrium, possibly m1nor hemorrhage, and a dominant 18 mm leftovarian follicle. Small amount of free fluid in the pelvis, nonspecific. (B)(6) 2015 : MRI pelvis : impression: signal void in the anterior aspect of the mid uterus/utenne fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. (B)(6) 2015 : MRI thigh : impression: unremarkable magnetic resonance imaging of the proximal two thirds of the left thigh. (B)(6) 2015 : MRI : impression: signal void in the anterior aspect of the mid uterus/uterine fundus could possibly represent an essure device implanted within the myometrium recommend pelvic radiograph to further evaluate, as recent operative note stated visualization and removal of only the right sided essure device. Otherwise, no abnormality is identified to explain patients symptoms. (B)(6) 2015 : surgical pathology report : gross description: labeled cervix , left tube s received fresh and consists of a 72 gram 7.2 5.3 x 4.2 cm uterus. Attached to the left cornu 0.8 cm in length x 0.3 cm in diameter segment of nonfimbriated fallopian tube. Sectioning reveals an unremarkable lumen. Attached to the tight cornu is a 0.4 cm in length x ll4 cm in diameter segment of right fallopian tube. Sectioning of this right segment reveals a 0.2 cm in length x less than 0.1 cm in diameter cylindrical fragment of white metal. The cervix measures 3.2 x 3.7 x 2.5cm, the ectocervix is tan-pink to pink-red smooth to wrinkled and dull and surrounds a 1.4 an in diameter slit like external os. Opening the specimen reveals a tan pink to pink red rnultifocally hyperemic focally wrinkled endocervical canal. Sectioning of the cervical strom reveals pale tan pink focally hypereraic. The endometrial cavity is lined by a tan pink to pink red focally shaggy diffusely hyperemic endometrium measuring up to 0.1 cm in maximum thickness. Sectioning of the anterior superior myometrium reveals an angulated fragment of coiled metal wire measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. This fragment of wire is embedded within the myometrium and not removable. The remaining myometrium is pale tan pink minimally trabecular, and measures up to 2.2cm in maximum thickness. The posterior myometrium demonstrates a few tan white to pale tan pink rubbery bulging ill defined nodules measuring up to 0.5 cm in greatest dimension. Also received in the container is a 2.5 cm in length x 0.3 an in diameter tan¿yellow to pink red to red purple cylindrical rubbery fragment of tissue. Serial sectioning reveals a pinpoint lumen. A gross intranperative consultation is performed. Gross photographs are taken. Representative sections are submitted as follows: a- base of left fallopian tube, b- base of right fallopian tube, c and d¿ cervix, e and f anterior corpus, g and h¿ posterior corpus, iposterior- mural nodule, j- additional cylindrical fragment in container. Labeled left lower quadrant scar is received in formalin and consists of a 1.2 z 0.6 z 0.3 cm tan¿ gray to tan¿pink to pale pink purple multifocally wrinkled glisteninq multifocally shaggy fragment of tissue. The specimen is longitudinally bisected and submitted entirely in as a single cassette. Diagnosis I) uterus and fallopian tube, hysterectomy with left salpingectomy: - benign uterine cervix with multiple small nabothian cysts and lobular endocervical glandular hyperplasia accompanied by chronic endocervicitis -benign endometrium with features of current menses small intramural leimyoma. Displaced intramural tubal occlusive device (essure) - portion of proximal left fallopian tube without diagnostic abnormality -- portion of right fallopian tube with fibrosis and harboring a displaced portion of a metallic tubal occlusion device soft tissue, designated left lower quadrant scar, excision: (B)(6) 2016: MRI of the pelvis performed without and with IV gadolinium administration : impression: status post hysterectomy and right oophorectomy. Single tiny probable recently ruptured follicle on the left ovary. No residual complex left ovarian lesions are otherwise identified as was seen on the pelvic sonogram from (B)(6) 2016. No acute abnormalities. (B)(6) 2016 : MRI lumbar spine wo/w contrast : impression: intradural spinal mass at the l1-l2 level, with mass effect on the cauda equina nerve roots (B)(6) 2016 : emg nerve conduction study : impression: there is evidence of very mild bilateral carpel tunnel syndrome slightly worse than left. Most recent follow-up information incorporated above includes: on 25-jan-2018:events - "vaginal bleeding, menorrhagia, hypersensitivity reaction to sun, hypersensitivity reaction to food, device breakage, bladder infection, urinary tract infection, depression, anxiety, fibromyalgia, endometriosis, migraines, weight gain, menstrual pain, blister rashes, nausea, bladder problem, urinary problem, dental problems, vaginal discharge, colitis, inflammatory bowel disease", reporter, lot number, historical and concomittant condition added fron pfs, family history, lab data, concomittant condition and drug, historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.